Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there was a situation during left ventricular assist device (lvad) implant on (B)(6) 2026. The pump was routinely fixed to the apex by using the apical ring, and after completion of the graft-to-aorta anastomosis, the pump was started until a flow of 3 lpm was reached. Due to impaired right ventricular (rv) function, the decision was made to implement right-ventricular support. The lvad was stopped, and an 8mm graft was sewn onto the pulmonary artery for the rv-support (centrimag). The lvad was restarted. At 3500 rpm, approximately 0.5 lpm were generated. However, when increasing the speed further to 4200 rpm, the flow dropped to 0.0 lpm. Several attempts were taken to increase the lpm by using higher rpm, but the generated flow remained at 0.0 lpm. The pump was then stopped and disconnected from the apex and flushed retrogradely via flow from the aorta. When the pump was then reconnected and restarted again adequate flow (around 3.5lpm) was reached. As of (B)(6) 2026 the patient was stable and the rv support could be reduced gradually day by day. The customer had not provided any log files.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6) , and the reported right ventricular dysfunction could not be conclusively determined through this evaluation. The reported low flows could not be confirmed as no log files were submitted for review. A specific cause for the reported low flows could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6) , with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including right heart failure. Section 1 of the IFU also addresses all pump parameters. Section 4 of the IFU, ¿heartmate touch communication system,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7 of the IFU, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.